Event description:
It was reported that the pt was unable to raise the amplitude on a program in three instances since (B)(6). Diagnostics revealed invalid contact. The device was reprogrammed to cover the pain area. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.